Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that noise with oversensing and pacing inhibition were noted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. The patient was pacemaker dependent, and asystole over two seconds was noted, but no pt issues were reported. The patient was monitored in the hospital until surgical intervention was performed. The crt-d was successfully explanted and replaced, and the pace/sense portion of the rv lead was capped. The high voltage portion of the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted there was hole in the rvring and df- seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Holes found in the seal plug could contribute to the noise that was seen in the field.